Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician planned to revise the patient¿s lead for unknown reason, but was unable to do so due to epidural fibrosis. As a result, the physician opted to explant scs system.